Manufacturer narrative:
(B)(4). Product evaluation: the visao was received in service and repair in good cosmetic condition. The nose bearings and other components were corroded, the device did not pass earth resistance test, and, at the beginning of evaluation the device reached excessive heat, getting extremely hot within 10 seconds running at 80krpm and the motor stopped working. For this reason, pre-repair temperature testing could not be performed. The cable/connector assembly has been replaced, worn parts have been replaced, and the visao has been successfully tested according to specifications.

Event description:
It was initially reported that the drill stops rotating, is difficult to switch, and moves too much after locking. There was no reported patient impact. During evaluation it was found that the device overheated.